Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. Hanging mechanism of the outer packaging used for hanging storage of the product was not present. The user used a hole of the inner package to hang the product in the cabinet. Upon getting the product; the product opened and was desterilized. No patient involved.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: an empty box was returned for analysis. The hang tab was not returned and there is no evidence of adhesive in the box. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that product sterility was compromised. Hanging mechanism of the outer packaging used for hanging storage of the product was not present. The user used a hole of the inner package to hang the product in the cabinet. Upon getting the product; the product opened and was desterilized. No patient involved.